Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the optical lenses were broken, there was debris under the eye piece window, there was fiber breakage with dents on the edge, and the proximal outer tube was bent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the rigid endoscope telescope's rods may have been broken on the inside. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported issues is most likely attributable to the application of excessive force. Olympus will continue to monitor field performance for this device.